Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate of 80u after loading the cartridge with 300 units. In addition, the customer received an occlusion alarm and subsequently received a malfunction alarm. The customer's blood glucose level was 220 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.